Event description:
It was reported that the intraocular lens (iol) was damaged and it was not implanted into patient's operative eye. It was also reported it was unknown if there was patient contact and there was no patient involvement. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted; give date: not applicable, there is no indication the lens has been explanted. Reporter last name: unknown, information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.